Event description:
It was observed that during the device evaluation, that the subject device exhibited a burnt distal end. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused due to the user using a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event can be detected/prevented by following the instructions for use in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.